Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the incoming inspection team that foreign substance was found in the sterile packaging. There was no patient involvement. Additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the ten cartridge kit packages from lot could not find the debris shown in the picture provided upon initiation of the complaint. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the device when it left zimmer biomet control is considered conforming based on the evaluation of the returned product. This event is non-reportable as there is no serious injury or prior event that has not resulted in serious injury. Additionally, the patient is protected from injury by a standardized process which prevents introduction of non-sterile items to the surgical field. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of photographs received. Evaluation of the photographs provided confirmed foreign debris is present inside the sterile packaging. Sterility was not compromised. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is caused by a manufacturing deficiency. No corrective or preventative actions are needed at this time since the complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.